Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator (usm) due to error 23062. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of "repeated errors on arm 3". The unit was tested on an in-house system and failed normal mode. The carriage cover was removed, and fluid intrusion was found on the carriage cover, main block, axes controller carriage power (accp), degrees of freedom (dof) 6 and 9 stators, instrument sterile adaptor (isa), axes controller carriage logic (accl), and rolling loop flat flex cable (ffc). A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed an error 23062 on the usm 3: phase motor did not respond as expected on the usm3, axis 6 occurred during the surgical procedure that were related to the reported complaint. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system sk1321 on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, a repeated error 23062 occurred on the universal surgical manipulator (usm) 3. The staff had tried to reseat the sterile adapter, exchange the instrument, and recover from the fault repeatedly with no change. The staff moved usm3 out of the way and moved usm4 into place. The staff was proceeding with the procedure using usm4 in place of usm3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.